Event description:
It was reported to philips that the customer was unable to complete exposures as image was very grainy and appeared underexposed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular diagnosis procedure was completed in another room. The remote service engineer (rse) was notified by the customer that there was high-pitched sounds during fluoroscopy procedures. The rse analyzed the system log file and analysis found errors related to tube arching. The philips field service engineer (fse) examined the system on-site and confirmed the reported issue. The fse identified high voltage arcing on the anode side of the hv(high voltage) unit on generator side. The philips engineer cleaned hv unit, candlestick and re-applied di-electric grease and verified proper operation without arcing. As a proactive measure, the silicon insulation wafer on anode hv unit was replaced. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.